Event description:
The facility's biomedical technician reported a fail code 814:02, which occurred when the device was turned on after biomed testing. Additonal contact information was requested but no additional contact was identified. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.